Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation. Patient reported that the area appeared as hives underneath the lifevest. Patient has a history of very sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient reported that they were given suggestions by a physician and ended use on the lifevest. Follow up indicated that the irritation has gotten better.